Manufacturer narrative:
The ge svc rep complied with customer request and replaced the x-ray tube for internal arcing. He also had to replace the mainframe batteries due to failure of load testing at greater than or equal to 160v dc. After replacement, the batteries now load test at 168v dc. Also, the workstation power supply had to be replaced due to failure during the workstation dust cleaning. The workstation power supply was adjusted to 5.05v dc. Additional applicable calibrations were performed according to published procedures. Primary beam restrictor along with the temp. Sensors were removed and installed to the new tube.

Event description:
The customer reported that the x-ray tube was arcing. No pt injury was reported.